Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The liner removal tool broke while trying to remove the liner.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the tip is bent. This suggests the instrument was used to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument was designed for removal of polymer inserts. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.